Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired. The symptoms reported were hypotension and dyspnea. The surgical opinion was the patient expired from tamponade with a slow increase in mediastinal mass that occurred over the course of several weeks. The mass was thought to be an infected hematoma; however, the cultures of the mediastinum were negative. The patient had a limited autopsy which showed the lvad in good position, no problems with the inflow or outflow. Cultures of the chest cavity and the hematoma in the chest were negative. The weekend before, the patient had been treated with antibiotics and re-intubation for two days due to aspiration pneumonia (organism type: burkholderia cepacia, organism type: pantoea species). Gross findings of the lungs did not show anything major. The final autopsy report was not complete; reportedly they were still looking at the lungs for signs of consolidation. It was reported by the physician that at that time, tamponade seemed to be the cause of death. It appeared to be a surgical complication of lvad implantation and heparin therapy. The device reportedly functioned as expected.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The analysis of the returned lvad pump could not conclusively determine a correlation between the reported event and the returned pump. Examination of the sealed inflow conduit, sealed outflow graft, graft attachment, and outflow elbow revealed soft, acute, tissue-like deposition mixed with clotted blood. The deposition lacked lamination, lacked denaturing, and was not adhered. Additionally, a thin biological lining was present surrounding the inlet stator blades and collapsed around the inlet bearings. A similar lining was present surrounding the outlet stator blades, outlet bearings, and outlet portion of the rotor. Small depositions of clotted blood were present with the lining. The lining found through the body of the pump appeared to have been a single, continuous formation prior to disassembly, indicating that it formed acutely and was likely not present during support. The observed depositions appeared consistent with poor surface washing resulting from an interruption in flow; however, the evaluation could not conclusively determine the root cause of the depositions or a correlation to the reported event. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4): the explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.